Event description:
"After fixing of needle to syringe and trying to use the product, the needle jumped off and the whole product emptied outside syringe and therefore was unusable." The procedure was completed with a backup syringe with no injury or consequence to the pt. This event is reported because when recurring it could potentially cause injury.